Manufacturer narrative:
Button error alarm and no act button response due to corroded act keypad trace.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 191 mg/dl. Troubleshooting was performed. The device was returned for analysis.